Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by hazy pd effluent. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. One day after event onset, the patient was treated with injection vancomycin (1gm every 3 days, intraperitoneal, ongoing) and injection ceftazidime (1gm daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was recovering from peritonitis and the hazy pd effluent. Pd therapy was ongoing. No additional information was available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.